Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that the patient's implantable pulse generator (ipg) presented for elective replacement indications in less than five years of use. The ipg was removed and replaced. No patient complications were reported as a result of this event.